Manufacturer narrative:
The returned attachment was tested and did not meet production specifications for bur insertion and removal, rotation test and cut test. The maximum temperature achieved during load testing of 32.1 c did not exceed specification. Results from sycotec stated that the bur come out badly/heavy, bur has traces. The attachment runs properly and did not overheat. It should be paid attention to cleanliness, when customer inserts the bur.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a midwest e attachment overheated while in use; no injury resulted.